Event description:
It was reported that a 3 liter eva bag leaked. It is unknown in which step in the process this event occurred; however, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received one sample for evaluation. The reported condition of a leak was confirmed. The device was visually inspected and a functional leak test was performed. A leakage was noted at the port tube. The root cause of the reported condition was determined to be a manufacturing issue. A corrective and preventative action (CAPA) was opened to address this issue.